Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 600 mg/dl on (B)(6) 2026. Reportedly, the customer¿s grandmother delivered a manual insulin injection to address the elevated bg. During call with tandem technical support the customer was guided to perform various troubleshooting steps to complete a system check and no issues were identified. Ultimately, the customer reverted to an alternate method of insulin therapy.